Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2024 at 9:00pm a power outage occurred. Per the hospital information technology (it) the power came back online, but the entire hospital system is down. The staff were unable to see the patients on their xds system. The it tried to ping the local primary server but could not reach the system. The device was in use on patient at time of event, there was no adverse event reported. The remote service engineer (rse) attempted to remotely gain access into the primary server but could not connect. Rse recommend the biomed to reboot the primary server's virtual machine (vm) environment. Once the primary server was rebooted, the rse was able to access the server and confirmed that all of the piics, telemetry system, hl7/adt and xds system was back online, and the staff was able to see their patients. The issue was resolved remotely. Based on the information available and the testing conducted, the cause of the reported problem was a network issue. The reported problem was confirmed. Based on the information provided in the case, the device was operational after the primary server vm was rebooted and the system confirmed to be back online.